Event description:
It was reported that the coil prematurely detached and was extending out of the catheter. The target area was an aneurysmal segment in the moderately tortuous left groin. A 18mm x 40cm interlock¿-35 was selected and advanced; however, despite the coil exiting the end of the 5fr 100cm non bsc catheter, the coil would not detach. The physician pulled back the coil and retried a 'handful' of times. The coil then detached. The coil was noted to be stretched and was extending out of the non bsc catheter. The physician attempted to advance the coil by injecting saline and using an amplatz wire; however, these attempts were unsuccessful. The coil was retrieved removing the entire catheter. No coils were placed in this location; however, the procedure was completed with embolization of other vessels with interlock 035 and non bsc 035 pushable coils. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the information received states intermittent flush was performed and a non bsc microcatheter was used. The dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The dfu also states that: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii diagnostic catheter.¿ (B)(4).